Manufacturer narrative:
The hill-rom tech indicated the siderail would not latch due to loose bolts on the mounting bracket causing the siderail to contact the mattress and not latch. The tech tightened the bolts to repair the bed.

Event description:
Info received indicates a nurse could not latch the right head siderail of the birthing bed.